Event description:
The customer reported while in vascular imaging mode, cine playback intermittently froze and then lost functionality. No patient or user injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The display adapter pcb and ps3 power supply were evaluated and replaced. The system was tested and found to be working as intended and returned to service.